Event description:
It was reported that a patient was having an increase in seizures. The patient was later seen by the physician on (B)(6) 2012, and both system and normal mode diagnostic tests resulted in high lead impedance. Attempts for additional information from the physician have been unsuccessful to date. The patient was referred for generator and lead replacement surgery. However, the surgery has not occurred to date.

Event description:
Product analysis of the generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the lead was completed, however portions of the helices and the positive electrode ribbon were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector pin and connector ring quadfilar coils appeared to be broken approximately 338 mm from the end of the connector boot. Scanning electron microscopy (sem) was performed on the connector end of the connector pin quadfilar coil break (found at 338 mm) and identified the area on one of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage. The remaining coil strands were identified as being mechanically damaged which prevented identification of the coil fracture type with pitting. One of the mechanically damaged coil strands had evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. Sem was performed on the electrode (mating) end of the connector pin quadfilar coil break (found at 338 mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. One of the coil strands had evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. Sem was performed on the connector end and electrode (mating) end of the connector ring quadfilar coil break (found at 338 mm) and identified the areas as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. During the visual analysis the positive and negative ribbons appeared to be embedded in remnants of dried body tissue. This condition may have prevented the electrode ribbons from coming in contact with the vagus nerve; therefore, contributing to the reported allegations. With the exception of the observed discontinuities and tissue-covered positive and negative electrode ribbons, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
Additional information was received from the company representative. It was initially indicated that the explanted products may be picked up by the company representative at the explant facility and mailed by him back to the manufacturer, however the explant facility can no longer locate the products.

Manufacturer narrative:
Device failure occurred and may have been related to the patient's increased seizures.

Manufacturer narrative:
The initial report inadvertently reported the event date incorrectly. The increased seizures were first noted on (B)(6) 2012.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the explanted generator and lead were located at the facility and were being returned for analysis. The products were received by the manufacturer on 06/18/2012, however product analysis has not been completed to date. The return product form confirmed the full revision surgery on (B)(6) 2012. It reported the lead was replaced due to a lead discontinuity, and the generator was replaced due to battery depletion with eri=yes.

Event description:
The implant card confirmed that the patient had generator and lead replacement surgery on (B)(6) 2012. The reason was provided as due to lead discontinuity and battery depletion with near end of service condition.

Event description:
Attempts for product return have still been unsuccessful to date.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2012. The generator was replaced prophylactically, and the lead was replaced due to the high impedance. However, attempts for product return have been unsuccessful to date.